Event description:
It was reported that the device failed to deflate. A 15mm x 2.50mm wolverine cutting balloon was selected for the procedure. The balloon was inflated twice to 8 atmospheres, with some resistance noted. After the second inflation, they waited for 10 seconds to allow for deflation prior to attempting withdrawal. However, the balloon failed to deflate. The device was eventually removed after achieving full deflation, and the procedure was successfully completed using another balloon of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified no kinks or damages. No kinks or damages were observed visually in the shaft polymer extrusion. A microscopic examination of the distal shaft polymer extrusion, there was stretching and prolapsing of the inner wire lumen. This damage was observed approximately 4.9cm proximal from the tip. Further microscopic examination of the outer lumen identified a perforation hole approximately 5.4cm from the tip of the device. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. During functional test, the device was attached to a pretested inflation unit. During an attempt to inflate the balloon, liquid leaked out through the perforation in the outer lumen at 5.4cm from the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the device failed to deflate. A 15mm x 2.50mm wolverine cutting balloon was selected for the procedure. The balloon was inflated twice to 8 atmospheres, with some resistance noted. After the second inflation, they waited for 10 seconds to allow for deflation prior to attempting withdrawal. However, the balloon failed to deflate. The device was eventually removed after achieving full deflation, and the procedure was successfully completed using another balloon of the same device. No complications were reported, and patient was stable post procedure.